Manufacturer narrative:
On 14-dec-2022, further information was obtained from the reporter: the customer stated that she misunderstood the follow-up questions and provided new information. She stated that the issue was identified prior to the start of the case, prior to the patient entering the room while draping the robot. No ports were placed, and no anesthesia was administered. They then started the procedure and completed the case with 3 arms.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, error 32056 appeared on the universal surgical manipulator (usm) 1. The customer informed the intuitive surgical, inc. (Isi) technical service engineer (tse) that they were not able to target anatomy and the trumpf table became unpaired from the bed. The isi tse reviewed the logs and found the user had disabled usm 1 after a non-recoverable fault. The surgeon continued to dock the system manually and proceeded with this case as a three-armed system. The caller may call back after the procedure to attempt additional troubleshooting. The site was continuing the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. The system functionality was checked upon powering the system. The customer was unsure if the system was turned on with or without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the universal surgical manipulator 1 (usm) to resolve the issue with errors 32056. The system was tested and verified as ready for use. Isi has received the usm and failure analysis has completed their investigation. The reported issue was confirmed as having occurred by reviewing the logs, and the issue was also replicated on an in-house system in normal mode. The unit was tested on a testing platform where it failed the yaw sensors check. A golden flat flex cable (ffc) was installed and the error no longer occurred. Parts will be replaced to resolve the reported issue. Per the procedure log review, the sacrocolpopexy procedure was performed on (B)(6) 2022, on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors 32056: arm1 usm encoder error, failed to read, occurred during the surgical procedure that were related to the reported complaint. This complaint is being reported due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.